Manufacturer narrative:
No button error alarms were noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, cracked display window corners, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
Customer reported that the buttons on the insulin pump are not responding. Customer stated that he received a low reservoir alarm and is unable to clear it as the buttons are not working. Customer stated that there is an open circle on the display. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.